Event description:
Co implanted 2 implants in 9/88. The pt has had asthma for 18 yrs, on proventil & theo-dur. In 9/92, whe developed flu-like illness with severe fatigue that lasted 3 months. Recently she as been diagnosed with polymyalgia rheumatica & is suspected of having right temporal arteritis. As a result of active connective tissue disease, it is medically necessary to remove these implants in case these implants may be responsible for her illness.